Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) there was a mix of product. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needles with different shapes mixed. The user's verbatim report is as follows: when the 4th polybag was opened after 3 of the 5 polybags used, the needle shape of the 3rd one was different from that of 4th and 5th ones.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-may-2023. Investigation summary: visual examination of the three photos returned was carried out and it was observed that four open 32g x 4mm pen needle samples were in one plastic bag and eleven open 32g x 4mm pen needle samples were in another plastic bag. No teardrop labels were returned therefore no mixed product can be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) there was a mix of product. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needles with different shapes mixed. The user's verbatim report is as follows: when the 4th polybag was opened after 3 of the 5 polybags used, the needle shape of the 3rd one was different from that of 4th and 5th ones.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.